Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient suffered a left breast that has pain, misshapen, lumpy, and has gotten bigger and higher than the right breast. The patient stated that they are not sure if it is ruptured but has expressed concern. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that an MRI diagnosed that the patient's implants are both intact. The proper medical device problem code has been populated.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient had undergone breast implant removal and replacement with a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9693943 sn: (B)(6) on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture